Event description:
The customer reported being hospitalized due to low blood glucose of 87 mg/dl. Troubleshooting was performed. The customer stated that his glucose was reading in the low 40s mg/dl on his sensor, but when he checked his blood glucose was 65 mg/dl. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that he over bolused the night before, which may have cause to lower his glucose level in the morning. Advised the caller to speak with his doctor regarding the low blood glucose, and call back if issues persist. No further info was provided.

Event description:
The customer reported being hospitalized due to low blood glucose of 87 mg/dl. Troubleshooting was performed. The customer stated that his glucose was reading in the low 40s mg/dl on his sensor, but when he checked his blood glucose was 65 mg/dl. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that he over bolused the night before, which may have cause to lower his glucose level in the morning. Advised the caller to speak with his doctor regarding the low blood glucose, and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.